Manufacturer narrative:
Technician found the bed in ICU storage. Found: the siderails are not latching normally. The latches are worn down due to normal wear and tear. Replaced the latches to resolve issue.

Event description:
Complaint alleged that the siderails were not latching normally. No alleged injuries reported by the account.